Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a bone marrow biopsy needle. The customer states that the needle broke off during use. The procedure was a bone marrow puncture (biopsy of bone marrow) in a pt with bone marrow tumors/cancer. During the turning of the needle, the blue handle broke off and the needle was still in the bone. To remove the needle they was a clamp as handle.